Event description:
A broken/leaking dacapo powerpack was received at service and repair.

Manufacturer narrative:
Conclusion: the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, leaking electrolyte was observed in the field. Despite no mechanical anomaly of the housing being mentioned in the supplemental document, a damage to the integrity of the device might still have occurred in other locations (e.g. Crack underneath the cap). Further a bulged housing was observed. This is caused by not using (charging/discharging) the rechargeable batteries for a long period of time. This is a final report.

Manufacturer narrative:
The device will not be returned to the manufacturer due to (B)(6) shipping restrictions.

Event description:
A broken/leaking dacapo powerpack was received at service and repair.